Event description:
It was reported that the lead exhibited high lead impedance as a result of a possible lead fracture during the implant procedure. The helix also may have been overextended by multiple implant attempts. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Electrical resistance and cross continuity test results were within specifications. The helix was able to be extended and retracted within specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.